Event description:
It was reported that syringe 10ml saline xs had discolored packaging. The following information was provided by the initial reporter: "we hereby report the presence of stains on some blisters of the posiflush xs 10 ml syringe ref (B)(4), lot 1041254."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-28. H6: investigation summary: a device history record review was completed for provided lot number 1041254. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, brown stains were observed on the outside of the individual product packaging. It is possible that these stains were created during the steam sterilization process. The manufacturing facility is currently in the process of upgrading the equipment used for sterilization to reduce the risk of these brown stains. The integrity of the product and the sterile barriers have not been affected. These spots appear only on the outside of the packaging and do not permeate in any way onto the product. Furthermore, microbial permeability testing, cytotoxicity testing, and testing for residual solvents and volatile species has been completed on the packages displaying the brownish stain. The testing confirmed that they do not present any risk to the use of the product and have no impact on the effectiveness, sterility, quality or safety of bd posiflush¿ sf 10ml saline flush syringe. H3 other text : see h10.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml saline xs had discolored packaging. The following information was provided by the initial reporter: "we hereby report the presence of stains on some blisters of the posiflush xs 10 ml syringe ref 306572, lot 1041254."